Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the following the procedure the patient experienced pain, hernia recurrence, bulging and protrusion. It was also reported that the patient underwent additional revisionary and surgical procedure. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/17/2020. Additional narrative: it was reported that the patient underwent an open repair of incisional hernia on (B)(6) 2015. It was reported that the patient felt a pop in the abdominal area, and notices a protrusion at that site. It was also reported that the patient had an increased pain, tenderness and pressure in the bulging area.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.